Event description:
A female pt received a precise stent. The notification received for the study indicated that approx seven months after the index procedure, the pt died. The cause of death is not known at this time.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt. Device history record review was conducted, and the product met quality requirements for product acceptance.